Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
1.did the patient experience a post-op device malfunction? ¿ no ¿ there is only head decentralization visible on the x-ray. 2.did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? No. 3.did the patient require revision surgery or hardware removal? I have order custom made implant, they will schedule the surgery after the receive it. 4.patient status/ outcome / consequences? ¿ waiting for revision ¿ polyethlyne insert replacement surgery. 5.was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? ¿ not yet, surgery will be scheduled in some months. 6.is the patient part of a clinical study? No. A. Primary/implantation date (B)(6) 2009. B. Lot number of: o'pus lipped ø28/50.: 4l52125. C. Has the liner (o'pus lipped ø28/50) been revised? If yes, please provide the revision date. Will be scheduled when they have the custom made implant. D.was surgery time extended? If yes, what is the duration of the delay? - no. E. Affected side - right. F. Was there any adverse event towards patient? - no. 1. Radiographs/x-ray films: please provide all x-rays relevant to the reported event for example -pre-operative, post primary, pre-revision and intervening time points. I don¿t have it. 2. Patient demographics: the following are the types of patient demographics we require: relevant comorbidities, date of implantation, date of revision, and activity level. (B)(6) 2009, aged 33, revision not scheduled yet. 3. Implant insertion op notes: please provide all notes relevant to the reported event for example: reason for implant insertion, device labels, surgery report, physiotherapy report, early falls and/or dislocations. I don¿t have it. 4. Implant removal op notes: please provide all notes relevant to the reported event for example: reason for revision, surgeon report and product and lot codes of devices remaining in situ. It was not removed yet.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during regular patient check-up, x-ray showed femoral hear decentralization, which means the pe insert is worn out and needs to be replaced.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.